Event description:
It was reported to philips that the heartstart xl defibrillator did not work as it should have in synchronous mode. Another device was used to treat the patient. There was no negative patient impact.